Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and the hospital information technology team investigated and suspected the issue was related to the network port. A technical support specialist (tss) reviewed the device logs and identified a network-related error. Based on this finding, the customer was advised to consult with the hospital it team to investigate potential connectivity issues specific to the station. After confirmation from the customer that the station resumed normal functionality, permission was granted to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the the station was in disconnected mode. This condition caused a critical disruption to patient care within the cardiac intensive care unit (ICU), as it prevented timely access to medication. The customer indicated that the malfunction resulted in delays in dispensing medication to patients and expressed concern over the potential for patient harm. However, there were no adverse events or injuries reported based on this event.